Event description:
It was reported that the patient fell from the hoist and was dropped back onto the bed during the use of the viking xl lift. There was no injury from the fall. It was noted that the lift was fitted with a scale and that the bolt on the scale's coupling snapped. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking mobile lift equipped with the viking armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. Upon inspection by the hillrom service technician, it was noted that the adapter had broken on the scale connected to the slingbar. Also, there was wear on the slingbar due to the bolt being too short. This prevented the slingbar from moving freely and interfered with the turning of the slingbar, which lead to the breakage of the adaptor. It was also noted that the lift involved in this event had been delivered to the customer with a universal twin 670 slingbar with fixed connection, and it had afterwards been modified to fit a quick release hook, using a bolt that was too short. The lift was fitted with a new slingbar swivel bolt and was noted to be functioning as designed post-repair. The viking xl instructions for use (7en137108, revision 3) states. Before lifting, always make sure that: the lifting accessories are not damaged, the lifting accessory is correctly attached to the lift, the lifting accessory hangs vertically and can move freely, the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs, the lifting accessory is correctly and safely applied to the patient in order to prevent injuries, the latches are intact; missing or damaged latches must always be replaced, and the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. In this event, no injury occurred, as reported by the customer, thus the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The reported fall is contributed to the device's broken coupler (adapter). It it is likely that if the scale's coupling were to snap resulting in a patient fall while the patient was suspended over a hard surface it could contribute to a death or serious injury if it were to recur.